Manufacturer narrative:
The event logs were downloaded from the pump and attached to sr. The reported complaint ¿it turns itself off and on continuously¿. The complaint was duplicated and found to be powering off and restarting due to low battery. The battery low warning appeared on the display with an audible tone for some minutes before the pump shut down but then powered back on again and tried to continue with the infusion, only to power off again for several times. We checked the logs again but the pump had failed to record the low warning battery in the event logs. The probable cause for the complaint is a low battery.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum a+ infusion pump, on an unknown date, turns off and on by itself. There was no patient harm reported. No additional information is available at this time.